Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Adhesions are a known inherent risk of the procedure and are identified in the IFU as a possible complication. If/when additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Patient details are unobtainable due to the privacy laws in (B)(6). Not returned.

Event description:
The following was reported to davol: as reported the patient experienced post-op complications of adhesions following implant of ventralex st. Information is limited at this time and additional details have been requested.